Manufacturer narrative:
The accounts maintenance unplugged the head and foot hi/low motors and the unintentional movement of the head up function stopped, however, whenever he plugs the hi/low motors back in to the high voltage he indicated the hi/low now runs down unintentionally. The accounts maintenance isolated the test port and found the test port was bad. Repairs have not been completed.

Event description:
The account alleged the head section goes up by itself when the bed is plugged in. No injury. The account has disconnected both siderails and the problem returned and thinks it might be the logic board.